Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician. The device is not anticipated to be explanted due to an unrelated terminal illness. The patient was in stable condition.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.